Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist could not find an instrument malfunction. The tsc specialist discovered that there was a low reagent blank, and instructed the customer to switch the reagent well set. The customer contacted the tsc specialist two days later, after the reagent well set had been replaced, to report that additional discordant magnesium results had been obtained. During troubleshooting, it was discovered that quality controls were out of range. Once quality controls were within range, patient samples resulted as expected. The cause of the discordant, falsely elevated magnesium results on (B)(6) 2013 is unknown. The cause of the discordant, falsely elevated magnesium results on (B)(6) 2013 is user error due to patient samples being run while quality controls were out of range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned the results. The samples were rerun, and resulted lower. The rerun results were reported to the physician(s). Additional patient samples were run two days later on the same instrument, and falsely elevated magnesium results were obtained. The initial results were reported to the physician(s), and then a laboratory technician discovered that the quality controls were out of range. The samples were rerun, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium results.